Event description:
Device issue: none. Adverse event: occlusion requiring intervention. Onset of adverse event: during the procedure. It was reported via trial that on (B) (6) 2009, the pt underwent direct stenting in the mid left anterior descending artery with one xience v stent. After stent deployment, side branch occlusion was noticed in the ostium of the diagonal branch that was treated with balloon angioplasty and resolved the same day. There was no adverse pt sequela. The pt was discharged the following day on (B) (6) 2009. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4) (direct stenting; use to treat restenosed lesion) - (B) (4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.